Manufacturer narrative:
D4 & h4: server serial number not available. Upon investigation of the actual device used in this incident, it was determined that the issue was all machines are not communicating. A field service engineer confirmed the customer resolved the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all machines are not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.